Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Upon troubleshooting, rse found the host pc was off, after forcibly turning it on, the system booted normally. To resolve the problem, the philips field service engineer (fse) replaced the host pc. After the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.